Manufacturer narrative:
D4 - UDI # - this product code is not required to be registered with FDA. H.6. - results - 3252 is based upon user facility information and evaluation of the images provided by the user facility; 213 is based upon the retention sample evaluated. H.6. - conclusions - 77 is based upon user facility information and evaluation of the images provided by the user facility; 71 is based upon the retention sample evaluated the involved device was discarded by the user facility. Therefore the investigation is based upon the user facility information, images provided by the user facility and a retention sample from the involved product/lot# combination. A review of the provided images confirmed the customer's complaint. The involved stent was noted to have shrunk to approximately 75mm. The outside diameter of the sliding part, including the stent, of the retention sample was confirmed to meet manufacturing specifications. Magnifying inspection of the segment where the traction wires were fixed to the sliding part revealed no anomalies which would relate to a difficulty in deploying the stent. An attempt to deploy the stent was made. The stent was able to be deployed along the total length with no difficulty. The length of the deployed stent was confirmed to meet manufacturing specifications. A review of the device history and shipping inspection records of the involved product/lot# combination were conducted with no relevant findings. A review of the complaint history files confirmed no previous reports for the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that when the actual sample was inserted the sliding part came into contact with a hard object and became trapped resulting in compression of the stent. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "failure to maintain a fixed delivery catheter position or constraining the delivery catheter during deployment may result in stent compression (shortening) or elongation." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device discarded by facility

Event description:
The user facility reported a deployment issue with the misago device. Follow up communication with the user facility confirmed the following information: it was an occlusion of the vessel; a guidewire was passed and the vessel opened; the misago stent was placed; after placement it was noticed that the stent was too short; the device went from 150mm in length to about 70mm; and the patient was not harmed.